Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16533. It was reported that the implantable cardioverter defibrillator system was explanted due to infection. The physician believed the implant procedure caused the infection. The patient was stable.